Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent t-wave oversensing (twos) and undersensing of r-waves during a detected episode of tachycardia; it was noted that the detected tachycardia episode did not appear to be a true episode. The icm remains in use. No patient complications have been reported as a result of this event.